Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Blank display not noted due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family member reported via phone call that the customer was swimming and the insulin pump started buzzing, and all of a sudden, it went completely dead. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump was not wet in the battery and or in where the cartridge goes. They put a new battery in and it was blank. The customer was calling back with blank display after receiving new battery cap. The customer stated that the display was not blank less than 30 seconds and/or did not return. The display was blank currently. An insert battery alarm did not display on the insulin pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.